Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. There were additional observations that were not related to the reported issue. The jaw cover was found to have tearing. The tears measured from 0.015¿ to 0.111¿ in length. There were no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the synchroseal instrument articulation joint came out of alignment. The procedure was completed with no reported injury.